Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2012 and suture was used. The patient was taken back to surgery on (B)(6) 2012 due to wound dehisence. The surgeon stated that the suture was broken. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of ten medwatches being submitted as ten devices were involved in this event. See medwatches 2210968-2012-05775 through 2210968-2012-05784. The same patient is represented in each medwatch.